Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a driveline disconnect and subsequent pump stop event. The submitted log file captured the device operating as expected until the system controller power cables were disconnected from power and then the driveline was disconnected; these events are consistent with the reported controller exchange. No other notable alarms were observed in the log file. The pump maintained a speed above the low-speed limit throughout the log file while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Multiple attempts for additional information were sent to the customer; however, no additional information has been provided at this time. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product available for evaluation. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. The IFU instructs the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. The user is instructed to promptly reconnect it to resume pump operation. Additionally, the IFU provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Furthermore, the IFU and patient handbook outline all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. Additionally, several sections of the heartmate ii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was replaced. The log file recorded no external power events on (B)(6) 2024 and (B)(6) 2024 due to double power cable disconnects. The log files also noted that on (B)(6) 2024 the controller power cables were disconnected and 10 minutes later the driveline was disconnected. Related MFR: 2916596-2024-00750.